Manufacturer narrative:
The philips remote service engineer (rse) spoke to the biomedical engineer for trouble shooting. Biomed checked the device and was not able to recreate the issue. The system was verified to be working as intended. The rse reviewed the clinical audit logs and was able to confirm that an alarm has been triggered and that the piic software sent out an audible alarm. It was also noted that the alarm was confirmed from the surveillance station within seconds of it being triggered. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating that on 1 aug at around 8:38pm, the staff did not hear some yellow alarms that were displayed. The device was in use on patient at time of event, there was no adverse event reported.